Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable tobe determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: ulna assy plasma sml lt cat:32-8105-053-01 lot:6265564. C/m 16 & 25mm plug with nozzle cat: 32-8105-038-00 lot: 62683625. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital due to policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to flange fracture. It was further noted that the patient felt a sharp pain during a "table football game" prior to the revision. Attempts have been made and additional information on the reported event is unavailable at this time.